Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the middle ear space. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on april 04, 2024.